Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device was found to have the ac power port damaged and pushed in. The device was unable to be tested due to broken dc connector. Unit not serviced and will be returned to customer unrepaired. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up to this final report will be filed.